Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit shows electrical test fail code #50. No one was harmed.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit shows electrical test fail code #50. There was no patient involved.

Manufacturer narrative:
Updated fields: b4; d9; d8; g1; g6; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) evaluated the unit and replaced the motor controller pcb (0671000004). Unit was tested for normal operation and is in working order. After calibrating unit, it was handed over for customer use.